Event description:
Related manufacturer reference number: 3006705815-2022-14603. It was reported that the patient experienced an infect shortly after the system was implanted. As such, surgical intervention took place on an unknown date wherein the system was explanted. Reportedly, the post op notes states that the lead was cut and a portion of the lead was left implanted.

Manufacturer narrative:
Date of event is estimated. During processing of this incident, attempts were made to obtain complete event and patient information. Further information was requested but not received.

Manufacturer narrative:
Corrected data: h6 codes.based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.